Manufacturer narrative:
Concomitant products: w1dr01 ipg implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced unstable heart rates in cardiothoracic intensive care unit  post-operatively, following a coronary artery bypass graft surgery. Lead testing indicated that the right atrial (ra) lead had dislodged and  was capturing in the ventricle. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.